Manufacturer narrative:
(B)(4).

Event description:
Additional information provided by the account: the needle was retrieved with a grasper.

Event description:
Procedure: roux-en-y. According to the reporter: the needle fell off twice and was retrieved and they opened a new endostitch device to finish the case. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/31/2015.